Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Evaluation codes type of investigation: additional information in regard to the event of the case was requested from the physician. The provided additional information is captured in the event description in section event. The medical device returned to a third party for further investigation. The analysis report was shared with gore and evaluated appropriately. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2014, the patient presented with an abdominal aortic aneurysm and was treated with a gore® excluder® aaa endoprosthesis. It was stated that on (B)(6) 2022 the endoprostheses was explanted due to an endotension. No endoleak was depicted. The patients outcome is unknown.